Event description:
It was reported the patient experienced a change in stimulation following a fall. Reportedly the patient does not want to have surgical intervention to address the issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.